Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The serial number is unknown. The manufacturing device history record could not be reviewed; however, olympus only ships products that are manufactured according to all applicable procedures and meet final product release criteria. The legal manufacturer performed an investigation. The subject device was not returned to olympus for evaluation. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine an association between the adverse events and subject device. The probable cause may be an unrelated factor.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b3, g2 and h6 (type of investigation). Information added to these fields that was inadvertently not included on the initial medwatch. In addition, h6 (investigation findings) has been corrected from code 3221 to code 213. There are no new investigation findings to report (per CAPA-200732).

Manufacturer narrative:
(B)(4). This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported in the literature titled "can topical epinephrine application to the papilla prevent pancreatitis after endoscopic retrograde cholangiopancreatography? Results from a double blind, multicentre, placebo controlled, randomized clinical trial", using an evis exera ii duodenovideoscope, patients experienced adverse events (pancreatitis ranging from mild to severe, bleeding ranging from mild to severe, cholangitis ranging from mild to severe, cholecystitis, and death related to endoscopic retrograde cholangiopancreatography (ercp)). The aim of the multicenter randomized placebo-controlled trial was to compare the efficacy and safety of rectal indomethacin plus epinephrine sprayed on the papilla (ei) versus rectal indomethacin and sterile water (wi) for the prevention of post-endoscopic retrograde cholangiopancreatography (ercp) pancreatitis (pep) and also to determine the risk factors associated with the complication. The study was conducted in two hospitals and included 548 patients who were randomly assigned into either ei group (n=275) or the wi group (n=273). Among the outcome measures, the primary outcome was to determine the incidence of pep, and the secondary was to identify the risk factors associated with pep development, however the trial was stopped half-way through as an interim analysis reported an increase in pep incidence among patients receiving epinephrine. Hence the study concluded, spraying epinephrine on the papilla had no extra benefits compared to rectal indomethacin alone in pep prevention. There is no report of any malfunction of the olympus duodenoscope in any procedure described in this article. Four patients across the two study groups (ei/wi) experienced cholecystitis. It is unknown how the cholecystitis was treated. Additional details regarding the patients and reported events have been requested. At this time no additional information has been provided. Case with patient (B)(6) reports patients experiencing pancreatitis. Case with patient (B)(6) reports patients experiencing bleeding. Case with patient (B)(6) reports patients experiencing cholangitis. Case with patient (B)(6) reports patients experiencing cholecystitis. Case with patient (B)(6) reports patients experiencing death related to ercp.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.